Event description:
Report received of a non-delivery of tpn with no pump alarm. The pump was programmed at 5:00 pm to deliver tpn at 85 ml/hour. At 10:00 pm, it was noted that the container of tpn was still full. The pump was incrementing as though fluid was being delivered, but there were no drops noted in the drip chamber. There were no pump alarms reported. The biomedical technician was called to observe the device. The biomedical staff watched the pump incrementing as though fluid was delivering for 15 minutes and there was no delivery. At this time, the biomedical staff stopped the device and opened the pump door. It was reported that the tubing had been misloaded into the tubing channel. The tubing was reportedly not pressed all the way down into the green slide clamp resulting in 1/2 an inch of the tubing being outside the track of the pump on each side of the slide clamp. The device was removed from clinical service and a replacement pump was used to continue the tpn delivery. There was no reported adverse effect to the patient. There was no fluctuation in blood sugar levels, as the tpn was just initiated and the patient had not received any of the fluid.